Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01075. It was reported that the patient presented in clinic with a right ventricular lead that had low impedance and would not capture. It was also noted that the right atrial lead had noise. The leads were explanted and replaced. The patient was stable.